Event description:
A report was received that a pt's leads were explanted due to skin erosion. The pt is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.